Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 197 mg/dl and sensor glucose value was 40 mg/dl at the time of the event. The customer was advised that the average sensor glucose and blood glucose differences should remain under 20 percent over the life of the sensor. Customer was assisted with troubleshooting and was informed that sensor issues could be related to site location, non optimal insertion, taping and timing of blood glucose entries. The sensor will not be returned for analysis.